Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. It was reported that a patient was being prepped for impella pump insertion. The sheath was placed when the patient lost distal pulses. In response, the pump insertion was aborted. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and access site bleed could not be determined as the device was not returned nor sufficient clinical details.